Manufacturer narrative:
The customer reported that 20cc¿s of pure gas was pulled from the machine through our auto gas fill mode with our auto gas fill syringe. The gas wasn¿t mixed by the operating room surgeon and as a result, 20cc¿s of pure gas was injected into the patients eye. The patient is now suffering loss of vision. The incident occurred (B)(6) 2016. The surgeon reported to the facility manager that he injected the wrong concentration of c3f8 gas into the patient's eye on (B)(6) 2016. This was first noticed on (B)(6) 2016. The facility administrator completed the questionnaire. The patient was a (B)(6) male. The event description noted ¿dr. Reported he injected the wrong concentration of c3f8 gas into the patient¿s eye on (B)(6) 2016. The patient is at no light perception (nlp) and has been told the damage is irreparable. The patient had a vitrectomy on the right eye. The instruments were not switched out. No system messages or pop-ups displayed on the system. No changes were made to the existing parameters. The settings were concurrent with the surgeon¿s typical procedure. The device is stored in a climate controlled area. The company's balanced salt solution (bss) was used. The vitrectomy pak with extrusion tubing was used. There was no kinking noted in the tubing. The company system has an auto gas fill option that is used to fill a syringe with a specified gas (either c3f8 or sf6). The c3f8 (red) and the sf6 (blue) gas bottles must be connected per the color coding scheme indicated in the operator¿s manual. The c3f8 and sf6 must be used with the red and blue connector respectively. The user is required to make the appropriate selection of gas before proceeding. The operator¿s manual states: ¿the gas mix ratio guide is a tool to assist the user in calculating the syringe volume adjustments required in order to achieve the desired mixture. Note: ¿adjusting the gas mix ratio guide does not automatically fill the syringe to the desired mixture. The user must manually move the plunger to make the gas volume adjustment in the syringe after detaching the syringe assembly from the console.¿ to achieve a specific gas/air mix ratio (after the system has purged then filled the syringe with 20cc of gas), use the gas mix ratio guide as follows: move the slider on the guide to the desired percent of gas mixture. The guide displays the syringe reading that the plunger must be moved to in order to achieve the displayed percentage of gas in the syringe (18% -> 10.8 cc in the auto gas fill popup). For an 18% gas mixture, push the plunger from 20cc to 10.8cc. Then pull the plunger out to 60cc. The resulting mixture will be 18% of the selected gas. The customer did not request service for the system. There is no evidence that the design or performance of the company system contributed to the event reported. The system was manufactured on september 29, 2014. Based on qa assessment, the product met specifications at the time of release. A review of complaints for the last 24 months did not indicate any additional related reports for this system serial number. The root cause of the reported event can be attributed to the doctor failing to follow the directions for use (dfu). (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported the surgeon used the auto gas fill feature on a system during a procedure. The customer returned the questionnaire stating the doctor and technician did not mix the gas with air and injected straight gas into the patients eye during a procedure. The patient experienced vision loss and now has no light perception vision and it is irreparable. Additional information has been requested but none has been received.